Event description:
It was reported that patient presented in the ER after receiving shock. Upon interrogation 27 aborted therapies vf and 1 delivered therapy vf episodes were noted due to noise. Noise was reproducible with isometrics. Lead to be monitored.

Event description:
New information received notes that lead fracture and externalized conductors were observed. During lead extraction, right atrial injury occurred resulting in pericardial effusion requiring emergent sternotomy and cardiopulmonary bypass to repair right atrial. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.